Event description:
Patient underwent revision surgery due to multiple dislocation events.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
Patient underwent revision surgery due to multiple dislocation events.

Manufacturer narrative:
The reported event could be confirmed based on the available medical records and formal medical expert opinion.a formal medical opinion was sought which revealed:" baseplate fixation in reverse total shoulder arthroplasty is influenced by multiple factors, including implant sizing and positioning, bone quality, peripheral screw fixation, and osseointegration. Selection of a short post versus a central screw is only one component and does not independently determine joint stability.the patient¿s early postoperative dislocations (2¿4 months) cannot be attributed to a single cause without clinical examination. Shoulder instability after reverse arthroplasty is typically multifactorial, involving patient related, biomechanical, and surgical factors.review of radiographic reports demonstrates appropriate implant positioning with no evidence of malposition, migration, disengagement, impingement, or fracture.insertion of a thicker polyethylene tray during revision surgery is commonly intended to improve stability by increasing soft tissue tension and joint compression. However, this measure alone is unlikely to resolve instability if other contributing factors remain unaddressed.¿a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time.no indications of material, manufacturing or design related problems were found during the investigation.a review of the labeling did not indicate any abnormalities. Based on the available information, root cause could not be established. There is no indication of device related failure. Potential contributing factors may include component malposition (such as glenosphere or humeral alignment), inadequate soft tissue balancing, subscapularis insufficiency, bone loss, or patient specific factors including neuromuscular control. As stryker is not the treating physician, a direct clinical assessment of the patient¿s shoulder is not possible.if any further information is provided the complaint report will be updated.